Manufacturer narrative:
This electrode has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered an inappropriate shock due to oversensing of noise while the patient was walking outside. Noise during in-clinic isometric maneuvers was not reproducible, although noise was observed during pocket manipulation. The health care professional (hcp) suspected an electrode fracture, and a revision procedure is scheduled for later in the month. Besides the inappropriate shock, no other adverse patient effects were reported. This electrode system remains in service. Additional information: this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Event description:
It was reported that this electrode delivered an inappropriate shock due to oversensing of noise while the patient was walking outside. Noise during in-clinic isometric maneuvers was not reproducible, although noise was observed during pocket manipulation. The health care professional (hcp) suspects an electrode fracture, and a revision procedure is scheduled for later in the month. Besides the inappropriate shock, no other adverse patient effects were reported. This electrode system remains in service.